Event description:
It was reported to philips that device displays maintenance required. There was no patient involvement.

Manufacturer narrative:
The customer requested assistance from a remote service engineer (rse). The customer explained that they were unable to take the time to do further remote testing and just wanted the eol letter sent. The customer was advised that the parts are no longer available as the unit is at end of life. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device was 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.